Manufacturer narrative:
It was reported that erbe's subsidiary in (B)(4) (erbe (B)(4) checked the unit. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. It appears that the pad's contact to the skin was insufficient to effectively disperse the electrical current which resulted in the burn/necrosis. There are many possible factors involved with this type of issue (i.e., the surface of the pad was not in full contact or did not remain in full contact with the patient's skin, the pad's alignment was incorrect, etc.). However, no conclusive determination could be made as to the cause of the incident. To minimize such of an event, a split return electrode with the unit's electrical current monitoring system is recommended along with using the lowest possible settings to achieve the desired tissue effect. There are several warnings in the user manual addressing this type of situation.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during endoscopic submucosa dissection (esd) to remove a polyp. The esu was used with an erbe nessy omega return electrode (part number: 20193-082, lot number: information not provided). The return electrode (also referred to as a pad) was placed on the left leg. The settings of the unit were endocut q, 3-2-4 and forced coag, effect 2, 40 watts. After the procedure and per photographic evidence; there was a long, black, and deep burn/necrosis at the pad site. It was noted that the pad was not firmly attached to the patient and there were indications that the esu's neutral electrode safety system (nessy) was not set to monitor the return electrode's dispersion of the electrical current (i.e., feedback). No further information was provided in regards to additional treatment of the patient. The esu was distributed to a hospital in (B)(6).